Event description:
The pump was returned for investigation. Investigation revealed that the pump was cracked in the battery compartment, the threads on the battery cap were stripped, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: there were multiple pump reboots observed in the black box history. There was a crack in the battery compartment and the threads on the battery cap were stripped. The battery cap was unable to be secured to the pump, but was in height and width specifications. A test battery cap was able to be secured properly. The display screen was dim and discolored and the setting the contrast to the maximum setting did not improve it. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).